Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the touchscreen times out issue could not be verified.

Event description:
It was reported that the wake button was sticking. Customer reverted to an alternate form of insulin therapy. It was reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose was 70 - 220 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.